Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? N/a. Please describe how was the adhesive was applied: they suture the port sites, wipe skin clean, then add the dermabond advanced. How was the wound cleaned and dried prior to adhesive application? They clean the wounds with sterile saline and or alcohol and wipe completely clean and then dap the wound and surrounding tissue dry. What prep was used prior to, during or after adhesive use? Chloraprep. Was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? N/a. Is the patient hypersensitive to pressure sensitive adhesives? Did not use pressure adhesives. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? N/a. Patient demographics: initials / ID, gender, age or date of birth; bmi: n/a. Patient pre-existing medical conditions (ie. Allergies, history of reactions): n/a. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? N/a. Name of surgeon? Dr. (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? They have been a dermabond user for years and thought the batch they encountered was just a bad lot with the reactions happening back-to-back like they did. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: general surgery pa that they have had 5 patients in the last 6 weeks report reactions to the dermabond advanced glue. Pa stated that no infection or dehiscence has occurred on any of the 5 patients and stated that it could "just be a coincidence" as they have been using dermabond advanced for years with minimal reactions additional information has been requested and received. What is the procedure name? -general surgery/bariatric surgery. - what is the procedure date? -n/a. - what date did the reaction occur on? -n/a. - what does the reaction look like and how large of an area does the reaction cover? -stated the reaction occurred at trocar incision spot? Quarter size. - do you have any pictures of the reaction? -n/a. - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. -all patients got a medrol dose pack, and one patient recieved keflex. - if medication was required, please clarify if it was prescription strength. -unknown. - what is the most current patient status? -all are healed. - can you identify the product code and lot number of the product that was used? -dnx12/unknown. - was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? -unknown. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to adhesive application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown general surgery/bariatric surgery on (B)(6) 2025 and topical skin adhesive was used. General surgery pa had patient with reaction to the glue. Irritation, itching and rash have occurred at the incision site, quarter size. Treated with medrol dose pack and keflex. Device is not available for return. Patient healed. Additional information has been requested.